Event description:
It was reported that a malfunction occurred on the pump, causing the customer's blood glucose level to display as "high," exceeding 500 mg/dl (27.7 mmol/l). The customer administered a correction bolus via the pump without needing assistance from a third party. Technical support provided pump reset information and guided the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.